Event description:
It was reported that a patient was presented to (B)(6) hospital with chest pain. The patient had a resolute integrity implanted in the mid lad approximately 7 days prior. Angiography revealed a foreign body proximal to the implanted resolute. It was later determined that the foreign body was the protective sheath of the resolute stent. The sheath was "hanging" in the proximal lad into the left main. The vessel was ivus'd to better understand the situation. Thrombus was seen via ivus and it was reported that flow was being compromised in the vessel. The patient was transferred from the hospital to another facility for CABG. Two vessel CABG was successfully performed on the lad compromised by the foreign body as well as to the cx where normal coronary artery disease existed. The foreign body remains in the lad. Cines images are unavailable from hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.